Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during implant of a 26 mm sapien 3 valve in the aortic position, resistance was felt during balloon alignment. The balloon catheter was not responding to input from the fine adjustment wheel as there was resistance to turning of the fine adjustment wheel. There was no straight section of the aorta, the valve alignment was performed in the ¿straightest¿ section. The valve could not be withdrawn into the sheath for retrieval. A decision was made to deploy the valve in the descending aorta. A second kit was opened, and the valve was successfully deployed in aortic valve anulus. There was no injury to the patient and the patient is stable. The patient¿s annulus was mildly calcified and moderately tortuous.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection of the device revealed the following: a bend on the distal balloon shaft, and gouges on the flex tip face. Fluoroscopy imaging was provided and reviewed. The thv is partially aligned on the inflation balloon and tension can be noted in the balloon spring, causing it to buckle. Functional testing was performed on the fine adjustment mechanism and the device was able to be locked and the balloon shaft was able to be moved by turning the fine adjust wheel. In addition, engagement force was tested and was found to be within engineering specification. Dimensional testing was unable to be performed due to the nature of the complaint. During manufacturing, the delivery system is visually inspected and tested throughout the manufacturing process. Per procedure, the inflation balloons are 100% inspected visually and dimensionally. Each guidewire shaft is 100% visually inspected to determine if all marker bands are within specification per procedure. Prior and after the balloon pleat, fold and forming process, the balloon is 100% visually inspected per procedure. During final inspection the entire device, which includes the inflation and crimp balloon and the flex shaft are 100% visually inspected by both manufacturing and quality. The fine adjust mechanism is 100% functionally tested during final inspection per procedure. In addition, per procedure., functional product verification (pv) testing is performed for visual damage, engagement force tensile testing and fine adjustment verification. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this reported event. A lot history was reviewed and revealed no other complaints related to these reported events. A review of complaint history revealed that the occurrence rate did not exceed the october 2019 control limit for all these trend categories. The IFU, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The procedural training manual provides guidance on valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Note that the fine adjustment wheel functions only when the balloon lock is locked and do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. In addition, compression may be observed in the distal portion of the flex catheter during valve alignment, and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only), if using a balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible, and if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. In addition, perform valve alignment in the straight section of the aorta and obtain a magnified perpendicular fluoroscopic view. The procedural training manual provides guidance on thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note that the crimped thv aligned on the balloon is larger than the crimped thv off balloon, take care if deciding to retrieve. In addition, do not force the thv into the sheath, if resistance is felt, the thv may be caught on the sheath, stop, advance thv past the sheath tip and ensure thv is centered on the flex tip, and rotate the delivery system before trying again. Retrievability is based on preclinical testing. Based on the review of the IFU and training manual, no deficiencies were identified. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long-term effects are not completely understood. The complaints were unable to be confirmed. However, a review of the returned device, DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, it was determined that the patient had an aorta that was moderately tortuous. Tortuosity may increase friction between the balloon shaft and flex shaft, leading to resistance between the components, and difficulty with the fine adjust mechanism. Additionally, performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) may result in the thv becoming unseated from the flex tip face, and allowing the valve struts to dig into the flex tip lumen; this would lead to additional resistance encountered when trying to move the balloon shaft proximally during valve alignment. While valve diving cannot be observed from the provided screen shot, gouges on the device, are suggestive that valve diving did occur. Review of IFU showed that ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step¿. It is likely that the tension builds up in the system from the attempted valve alignment lead to the complaint events for resistance with the flex shaft. If the thv was non-coaxial with the sheath tip during device retrieval, which is possible given the characteristics of the patient vasculature, then the thv struts may have caught on the sheath tip during retrieval, leading to withdrawal difficulty through the sheath. In this case, available information suggests that patient factors (tortuous vasculature) may have contributed to the complaint events. However, a conclusive root cause is unable to be confirmed. Review of complaint history revealed that the occurrence rate for these trend categories did not exceed the monthly control limit. No labeling or IFU/training inadequacies were identified. As such, neither pra nor corrective or preventative actions are required at this time.